Manufacturer narrative:
Complaint conclusion: as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) had gathered at the most distal end of the shuttle tube adjacent to the slit. The patient was still bleeding upon device removal. For whatever reason, the sealant failed to achieve hemostasis. There was no reported patient injury. The device was properly prepped and failed upon device removal. The operator had multiple years of experience deploying mynxgrip. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip tm vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge is not engaged to the black handle. The catheter is inserted inside an unknown non-cordis sheath. The unit was fully deployed, and the sealant is stuck on the catheter. The syringe was not returned for analysis. The stopcock was set in the opened position. The balloon was not inflated. The slit presence in the outer cartridge was confirmed. No other outstanding detail were observed. A product history record (phr) review of lot f2310704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant-sealant stuck to device components¿ was confirmed through analysis of the returned device due to the adhered sealant found on the catheter. However, the exact cause of the issue experienced by the customer could not be conclusively determined during analysis. Based on the limited information available for review, it is difficult to determine what factors may have contributed to the sealant becoming stuck to the shuttle after sealant deployment, especially since there were no damages or other anomalies noted to the device. However, it is possible that the issue experienced could have been due to the sealant swelling up prematurely, which can cause issues during deployment. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to the sealant sticking to the device/advancer tube. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ neither the phr review, nor the product analysis suggest that the reported issue experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2310704 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) had gathered at the most distal end of the shuttle tube adjacent to the slit. The patient was still bleeding upon device removal. For whatever reason the sealant failed to achieve hemostasis. There was no reported patient injury. The device was properly prepped and failed upon device removal. The operator with multiple years of experience deploying mynxgrip. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.